Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 3708160 (serial: (B)(6)); product type: 0191-extension. G2: the country of the event is jp. H6 codes refer to the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) with an underlying disease of fbss (failed back surgery syndrome) and scoliosis. It was reported that after connecting the lead and the specific extension to the external stimulator, impedance measurement showed an abnormal impedance (40000o). Subsequent cleaning of the connection area and wiping with dry gauze, followed by several reconnection attempts, still resulted in abnormal impedance. When tested by connecting to the opposite extension, the impedance was normal, indicating that the problem was with the specific extension; extension defect was noted. Reconnecting with a backup of the same product, which had been prepared as a spare, resulted in normal impedance, allowing the operation to be successfully completed. There were no particular environmental, external, and patient factors that may have caused the event; an initial defect in the product was suspected. The connection area was cleaned and wiped with dry gauze multiple times, followed by reconnection attempts. It was dealt with by replacing it with a backup product that had been prepared as a spare. The issue was resolved at the time of the report. No health damage was reported. A surgical procedure was performed for the event. The details were that it was removed due to an impedance abnormality during surgery. The device was replaced with the same product on the spot. The physician's opinion regarding the causal relationship was listed as "product" and the details were an initial defect on the product side. The device status reason was reported as n ever implanted. Additional information was received. It was reported that this was the initial implanting operation rather than a replacement surgery. The extension was reported to have been brand new. It was reported that re-tunneling was required to replace the extension during the operation. The cause of the high impedances with this extension was not determined.

Manufacturer narrative:
Continuation of d10: product ID: 3708160, lot#serial#: (B)(6), product type: extension, h3: the extension, model#: 3708160, serial#: (B)(6), was returned for product analysis. The returned extension was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis of the extension revealed that the reported issue was unable to be replicated. There were no shorts between circuits, and the continuity was acceptable. The returned extension passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.